Event description:
It was reported that when using the bd pyxis¿ anesthesia station es the drawer requires maintenance. The customer stated that this malfunction occurred while dispensing medication to the patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the mini drawer 1.12 and 1.4 was not opening. The field service engineer replaced the engine for drawers 1.4 and 1.12 to resolve this issue. The system functioned as intended after the field service engineer troubleshot the device.